Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed the device was far r-wave oversensing after ventricular pacing. A programming change was made. The patient will be monitored with follow-up. No patient symptoms were detected.